Event description:
It was reported that the patient never had therapeutic effect as there was no noticed improvement to controlling his symptoms. The patient was ¿still not able to pee on his own and had to catheterize.¿ a week later, the patient was ¿still not consistently having therapeutic effect since implant.¿ amplitude was increased which ¿seemed to work for a while but then the patient can no longer void.¿ the patient reportedly could not void the last 3 times trying. There was no stimulation sensation. The patient reportedly felt stimulation at the hospital after the surgery, but stopped feeling stimulation ¿later on¿ that day at home. The caller was not able to make adjustment both with and without the antenna attached. During the call, however, the caller was able to connect to the device the first time with the antenna attached. However, when the plus button was pressed, the programmer showed a poor communication scr een. Antenna repositioning did not resolve the issue. There was a second successful connection, but this too was followed by poor communication screen. Telemetry was not successful when the antenna was not attached. It was suggested that the cause was due to ¿the swelling¿ as the patient just got the device. The programmer confirmed that the device was on at 0.6 volts. During programming, the patient he felt ¿a little tingle.¿ additional information received reportedthat the patient received assistance on (B)(6) 2015 and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0ueb1, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type:programmer, patient (B)(4).